Manufacturer narrative:
Date of event is estimated. Additional information was requested but not yet provided. Approximate age of device: 3 years, 2 months, 27 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that patient had a cerebrovascular accident (cva) or stroke on an unspecified date. Additional information was requested but not yet provided.

Manufacturer narrative:
The referenced elevated ldh was reported on medwatch MFR report # 2916596-2018-03257. Manufacturer's investigation conclusion: the pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the stroke/ cerebrovascular accident (cva) occurred on (B)(6) 2018. The patient presented with a severe headache and a CT scan revealed an intracranial hemorrhage of the right occipital lobe. All anticoagulation was reversed. The patient's lactate dehydrogenase (ldh) at time of cva was 535 u/l and 8 days prior to cva was 1000 u/l. The patient fully recovered.